Event description:
Boston scientific received information that this lead was undersensing and perforated the heart wall. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that the bending was due to tensile forces, presumably during the surgery. A measurement of the surface pressure (i.e., the contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. There were no deviations from the technical specifications. Furthermore cuttings in the insulation were detected which occurred most likely during the explantation procedure. In summary, the lead's distal part was found bent, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.